Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. While attempting to wire the left inferior pulmonary vein (lipv) the non-boston scientific guidewire felt stiff when moving through the lumen. An attempt was made to remove the guidewire from the catheter, which was successful, but the guidewire was bent. The catheter and the guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.